Event description:
It was reported that during an unknown procedure, the device was difficult to fire and the staple line was open. Another like device was used to complete the case. No adverse pt consequence was reported.

Manufacturer narrative:
Damaged articulation mechanism. Evaluation summary: the analysis showed that the device was rec'd with the articulation mechanism damaged and without a cartridge present. The returned device was tested for functionality using test cartridges on the three articulated positions; when fired to the left and center the staple formation was conforming, however when fired in the right position, the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components, and the articulation gear teeth were found broken. The appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.